Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument had exposed wires. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the exposed wire issue was identified in central processing prior to reprocessing, and during its last surgical use ((B)(6)2025) the instrument had been inspected with no damage noted at that time. The damage was clarified as a cable broken in half (wire exposed), not due to damaged insulation, with no associated loss of cautery, no thermal damage, and no fragment falling inside the patient, and no collision with other instruments was reported. The procedure was completed with a backup instrument, and the device was inspected again after the procedure, with the instrument now available for return to isi, while no photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.